Event description:
It was reported that pump operated intermittently, requiring multiple factory resets to function. There was no reported adverse impact to the customer. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.